Event description:
Customer reported difficulty in operating the bag-to-vent switch. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.